Event description:
Report rec'd from (B)(6) stating that the device had a damaged hose. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided. The month and year of the occurrence date for this product issue is known but the exact date of the event is unknown.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).